Manufacturer narrative:
A lot number was received for the device, the device history records were reviewed and found to be conforming. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. This is a split complaint with zimmer inc. (B)(4) which it was reported under (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder reverse, screw system, 4.5-36 on (B)(6) 2014. The patient was revised on (B)(6) 2016 due to breakage of the implant. It was stated that the patient had a car accident and impacted the shoulder. He had complaints of clicking and popping post accident. X-ray revealed broken screw. It was further reported that the revision surgery removed all but the tip of the broken screw. It was very difficult and time consuming to remove the baseplate. A new baseplate, glensophere and screws were implanted.

Manufacturer narrative:
Update: adverse event and/or product problem., model #/lot #, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Correction: operator of device. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient had a car accident and impacted the shoulder. X-ray revealed broken screw. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the patient did not have any issue before the car accident occurred. The x-rays taken after the car accident showed that a screw was broken. The screw breakage is therefore related to the car accident. However, all possible risks (with occurrence and severity) related to the issues reported (screw breakage) are listed in the appropriate dfmea1. Conclusion summary: it was reported that the patient had a car accident which impacted the shoulder. The x-rays taken after the car accident revealed a broken screw on the baseplate. The patient was doing very well until the car accident. The screw or any documents like x-rays or surgical reports were not send for investigation. As the patient did not have any issues before the car accident, it can be said that the screw was broken due to the car accident. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for the specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split complaint with zimmer inc. (B)(6) which it was reported under (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder reverse, screw system, 4.5-36 on (B)(6) 2014. The patient was revised on (B)(6) 2016 due to breakage of the implant. It was stated that the patient had a car accident and impacted the shoulder. Had complaints of clicking and popping post accident. X ray revealed broken screw.